Event description:
When plugged into the machine, error message, "no catheter detected". This was attributed to a catheter problem, not the actual device/machine. The catheter was not used, since the catheter was not detected by the machine.